Event description:
The patient came in reporting instability and the cause is unknown. About 1 year and 10 months after the primary surgery, the surgeon revised the liner and the surgery was completed successfully (from 11 mm to 14 mm).

Manufacturer narrative:
Batch review performed on 20 june 2023. Lot 2005753: (B)(4) items manufactured and released on 03-sep-2020. Expiration date: 2025-aug-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.